Manufacturer narrative:
Retainer: clear. Customer returned pump for an alleged critical pump error (open book image) alarm/cosmetic damage at the pump case/battery power loss alarm found on (B)(6) 2021. No critical pump error (open book image) alarm noted during boot up. Pump was received with pump error 38 alarm during rewinding. Unable to verify battery power loss alarm or perform the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test or self test due to pump error 38 alarm. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms were found in the history files or traces for the event date (B)(6) 2021. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, force sensor jammed motor gearbox. Swapped out test motor and unit passed the rewind test. Confirmed that pump error 38 alarm due to jammed motor gearbox. Force sensor zero offset within specification (23.3mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded / stained serial number label, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, cracked select button keypad overlay, missing display window cover and minor scratched lcd window. Critical pump error (open book image) alarm¿not confirmed. Pump error 38 alarm due to jammed motor gearbox. Unable to confirm battery power loss alarm due to pump error 38 alarm. Cosmetic damage confirmed on the pump case. Moisture damage found on electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer went for swimming with insulin pump. Insulin pump power ran out. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.